Event description:
A single customer reported multiple events which occurred throughout 2023, but were reported to rhythmlink in (B)(6) 2024. On (B)(6) 2023, an incident occurred where a needle detached from the hub during surgery. The user noticed the electrode wire on the floor due to it becoming separated from the needle electrode, a new electrode was replaced intra-op and the needle was removed from the patient at the end of the procedure. The user did identify the lot or part number of the device.